Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a stroke. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information that indicates the cause of the patients stoke. The patient is back home and doing well.